Event description:
Rptr had silicone breast implants implanted in 3/76. After the left one ruptured they were replaced with this co's implants in 9/82. Prior to this, in 1981, she was diagnosed with lung cancer and the left implant was ruptured. Rptr's breasts are now very hard and the left breast is misshapen. In 1988, the cancer recurred in her lymph node on the right side of her neck. In 1990, it recurred in her lung. She has received chemotherapy and radiation. (Also see mw1001246.)